Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the information provided the clinical root cause of the report dislocations and subsequent revision cannot be determined. It cannot be concluded that the reported events were associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) legal, it was reported that, after a first revision surgery of the right tha performed on (B)(6) 2015, were the liner and femoral head were exchanged, the plaintiff experienced a first hip dislocation on (B)(6) 2016 treated with pain medication, and a second hip dislocation on (B)(6) 2016. A revision surgery was performed on (B)(6) 2016 to treat this adverse event. During the surgery the cup was reinforced with a 20mm long screw and the femoral head and liner were explanted and exchanged. The patient outcome is unknown.